Event description:
During routine testing of the device at the service center, the user reported the roller pump display went blank. The roller pump was originally returned for repair due to the power intermittently resetting when the blank display was discovered. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.